Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis revealed that the device passed visual examination but failed functional testing due to an intermittent connection within one of the wires of the cable's strain relief. The intermittent connection occurred when the cable was manipulated. Thus, the most likely root cause of the reported event can be attributed to wear on the strain relief because of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site by the vad coordinator that during routine patient clinic visit, patient reported that ac adapter was not providing charge consistently to controller, and that it would only work occasionally when plugged in. Patient reports no alarms or pump off time associated with faulty adapter. No additional information available.